Manufacturer narrative:
Results: the catheter has a kink in the hypo-tube distal of the ID band approximately 2.5 cm from the hub. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that pxslim catheter kinked in the strain relief portion of the hub. If the catheter is mishandled during use it is possible that damage may occur. It appears that the proximal end of the catheter was manipulated in such a way that the force placed on the proximal strain relief was greater than the strength of the material. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00212.

Event description:
Physician attempted to access ccf via the ica with a px slim microcatheter, but this failed. He then successfully accessed it via venous approach. After four hours of the px slim microcatheter being in the patient, the strain-relief portion immediately distal to the hub appeared to be kinked and the px slim had to be replaced.